Event description:
It was reported that the patient has been receiving frequent vt episodes. During a follow-up a reset mode with no defibrillation function was observed. Lead damage was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.